Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that the palindrome adapters have cracked. Medical intervention was required as the catheter was exchanged.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.